Event description:
It was reported that during a laparoscopic hysterectomy, the device kept being activated after the surgeon released the button though it was activated properly for two hours. The device was used for para-aortic node with the cutting mode. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. When tested electrically the instrument failed continuity of the yellow (cutting) button on the rocker switch. The instrument was disassembled and inspected. The switch assembly was inspected and it was noted that the dome had shifted. This shift resulted in the dome shorting the activation circuit which resulted in a continuous activation.